Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed an irritation under her breast, on her back, and on her side. The area on the patient's chest was raw and open and did bleed. The patient reported that she believed rubbing of the wires against her skin caused the irritation. The patient's physician recommended a cream. After applying the cream and cotton bandages to the affected area, the area was able to heal. There was no allegation of a device malfunction associated with the patient's skin irritation.